Manufacturer narrative:
H.6. Investigation summary: bd received 1 samples and 3 photos for investigation. The customer sample and photos were reviewed and the indicated failure mode for improper assembly-missing stopper was observed. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination and the issue of improper assembly-missing stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode improper assembly-missing stopper. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with bd vacutainer® cat (clot activator tube) plus blood collection tubes the hemogard cap was discovered to be missing. The following information was provided by the initial reporter: tube was found without heamogard.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® cat (clot activator tube) plus blood collection tubes the hemogard cap was discovered to be missing. The following information was provided by the initial reporter: tube was found without heamogard